Event description:
Rebreathing circuit lead from inspiratory side of co-2 absorbing cannister to a heated humidifier, then to the patient. From the patient, the expiratory limb attached to an air filter located on the expiratory port of the co-2 absorber. Heated humidifier was on at 35- 37 degrees c during case. No particulate h-2-o was ever noted in the expiratory obstruction which in time was shown as a blockage to air flow by the air filter. We assume this blockage was due to moisture. We could not identify how particulate h-2-0 could have come in contact with this filterdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: other, other, bacterial filter, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, other. Invalid data - on device destroyed/disposed of status.